Event description:
Pt had swan ganz catheter post op CABG and balloon ruptured when physician tried to reposition catheter. Swan removed and pt did not experience any untoward events. Rn did not save the equipment but wanted balloon rupture reported in case there are further issues with the sg (swan ganz) catheters.